Event description:
The patient reported that on (B)(6) 2021 the needle button released on its own. The patient is not sure if he bumped the device causing the needle to release. The patient noticed he was experiencing hyperglycemia as high as 168 because his dexcom monitor was giving him high glucose readings at the time when the needle released. The patient stated that he had been experiencing slightly high glucose readings since he started on v-go but could not provide specific details and dates for the readings. The patient has only been on v-go therapy for about two to three weeks. The v-go 20 device is not available.